Event description:
On 18apr2024, an email was received from bundes institut für arzneimittel und medizinprodukte (bfarm) in germany reporting a diagnosis of corneal ulcer while a patient (pt) was wearing an oasys 1-day with hydraluxe® brand contact lens (cl). The date of event is reported as 20dec2023. The pt reported eye pain (unknown eye) and visited an eye clinic (date not provided). The pt was diagnosed with ¿corneal ulcer (corneal ulcer caused by bacteria)¿ and ¿bacteria may be attached to the contact lenses.¿ on 19mar2024, a johnson and johnson physician called for additional information. The eye care professional¿s (ecp) office advised that the case was known. The pt was treated in a hospital. Additional information requested by email. On 19apr2024, a johnson and johnson representative placed a call to the reporting ecp office to request product for return. The ecp reported that the suspect lens worn by the pt at the time of the event was discarded. The ecp reported the remaining lenses were available for return and a product return was arranged. The ecp advised the ¿pt scratched the cornea and rinsed the eye with tap water and as a result the pt got an eye infection but used lenses anyway.¿ on 22apr2024, an email was received from a johnson and johnson physician who advised an attempt was made to request additional medical information from the ecp; however, the ecp advised no additional information could be provided regarding the event. The remaining lenses will be returned for evaluation. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5664480202 was produced under normal conditions. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.